Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the therapy connector and therapy cable as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue couldn't be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.